Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized six months ago while she was in the process of moving, and she had lost her insulin pump. The blood glucose reading at time of call was 320mg/dl. The customer stated that she has been looking the device for at least a couple of weeks without results. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.